Event description:
The customer reported that the image quality was degraded to the point where the image was unusable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply in the left monitor was replaced. The system was tested and found to be working as intended and put back into service.